Event description:
It was reported during a bowel resection the tl60 was fired by the resident. An inadequate staple line was determined when tested for leaks. There was substantial leakage and the surgeon was not sure if it was operator or instrument error. The bowl was re-resected and another tl60 was used to complete the case. There was extended or time and no other reported consequence to the patient. The rep is returning the staple line for examination to product services. 6/10/97 a specimen was sent on this case in which there was leakage from the anastomosis. From what co can tell is an intraoperative event only. X-rays were obtained of the specimen and on initial view seem to show what appears to be normally shaped staples. They have been placed for recovery in potassium hydroxide.

Manufacturer narrative:
D6: device returned with no lot identification. Visual inspections and results: cartridge batch number: k4636c. Cartridge position: loaded. Casing position: midway. Hook shroud condition: good. Instrument serial number: 233. Lockout slide position: unlocked. Number of staples returned in cartridge: none. Retaining pin position: forward. Safety position: unlocked. Trigger position: closed. Funcitonal tests and results: hook shroud condition: good. Indicator function properly: yes. Indicator setting when firing: 2.5. Knob collar lockout slot condition: good. Lockout slide tip condition: good. Safety disengage properly: yes. Staple heights conforming: yes. Staples fire properly: yes. Staple from properly: yes.based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staples line with no difficulties noted. The staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.